Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, physical damage of the device was confirmed in the location where the foreign material was detected. However, the cause of the event is likely due to the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage. Therefore, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: ·inspection of the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found a leak between the distal end and plastic cover, the connecting tube was cut, the forceps elevator movement was not smooth due to clogged forceps elevator pipe, the lever arm was corroded, the adhesives were worn out, the air/water and suction cylinders were discolored, the switch box was dented, the cover of the light guide bundle was damaged, and the light guide lens was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii duodenovideoscope was returned for annual maintenance. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the distal end had foreign material on the surface. The report is being submitted due to the foreign material on the distal end found during evaluation.